Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date device returned to manufacturer was reported as sep 20, 2018 in the initial medwatch. The correct date is nov 07, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device trigger was blocked, jammed and moved heavily. Therefore, the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device would make an abnormal noise when it starts; and would suddenly stop working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.